Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned implant identified. Implant fractured at collar area. Shows signs of use, what had the appearance of bone tissue attached. Functional testing could not be performed since the product was fractured. Patient was reported to have moderate density (type ii) bone. The reported device had been placed on tooth #6 for approximately 8 years. The patient had clenching and bruxism reported as conditions. Complainant reported that the implant was mobile. X-ray conformed that the implant was fractured at the platform. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. First/given name unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant was mobile. X-ray conformed that the implant was fractured at the platform. Implant was subsequently removed.